Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. H.4. Device manufacture date: unknown h3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port the dual port detaches from nexiva the only information I got is that the reporter had heard that the dual port at nexiva had detached and it has happened several times. She promised to send more information as soon as she had received more information.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port the dual port detaches from nexiva. The only information I got is that the reporter had heard that the dual port at nexiva had detached and it has happened several times. She promised to send more information as soon as she had received more information.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.